Manufacturer narrative:
Other, other text: returned device was received in good physical condition and a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. The downstream sensor was the cause of the complaint. The downstream sensor was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that smiths medical pump was alarming double beep with cassette. No patient involvement.